Manufacturer narrative:
Continuation of medical devices: product ID 37791, product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was dead and that the recharge coupling was fluctuating from 8 bars to 0 bars. The patient stated that their ins was dead, and the ins status was off. A replacement insr antenna was sent. No patient symptoms, and no additional device complications were reported for this event.